Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room due to experiencing phrenic nerve stimulation. Device interrogation revealed that the left ventricular (lv) lead was capturing only in the distal configuration. An x-ray revealed the lv lead was dislodged. On (B)(6) 2021 the lead was repositioned. Patient was in stable condition during and post procedure.